Manufacturer narrative:
Device has been evaluated but not yet repaired pending approval of estimate by customer.

Event description:
The manufacturer received information alleging a ventilator's interface would not function. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's interface board will need replaced to address the issue.